Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that there was an 8% difference in spo2 reading between two different sensors and two different monitors. Customer reported that "both monitors had a good sq and the pis were the same". It was reported this pt had no indication of poor perfusion (had warm hands, normal bp, no arrhythmias etc). There were no consequences or impact to the pt.

Manufacturer narrative:
Attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.